Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: what is the typical cartridge selection and order of use during sleeve procedure? Was buttressing material used? How was the bleeding identified? Was the bleeding intraluminal or intra-abdominal? What was done during the reoperation to address the bleeding? Was the over sewing performed in the initial operation, secondary, or both? Was a blood transfusion required? Was the patient already in the hospital prior to reoperation or was the patient readmitted? What is the current patient status?

Event description:
It was reported that after a sleeve/vertical gastrectomy procedure, the patient was operated on (B)(6) 2016 and had to be re-operated on (B)(6) 2016 to contain bleeding on the staple line. The patient stayed hospitalized for longer than normal; was discharged on (B)(6) 2016 and finds itself in a good clinical condition as reported by the surgeon. The surgeon always uses manual suture across the staple line. Performed manual suture across the staple line with suture pds 3-0 to complete the procedure.